Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia after lunch when the infusion set appeared partially dislodged and not delivering insulin, with the patient noting the site had come out and blood glucose increasing; the user replaced the contact detach infusion set and resumed insulin delivery, and fingerstick reading was 367 mg/dl with a highest reported value of 382 mg/dl. Symptoms included feeling okay without additional complaints. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education on infusion set attachment and resumption of insulin delivery. Investigation of this case revealed an unclear cause of hyperglycemia associated with a suspected infusion site issue and no device alerts. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.